Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was constantly vibrating. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: on investigation, the pump powered on without any evidence of alleged constant vibration/pulsing. Unrelated to the original complaint, the ok button was noted to be unresponsive on testing. The keypad cover was intact and without damage; the keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. The pump was opened for further investigation and revealed moisture corrosion on the keypad connector and the printed circuit board.